Event description:
Caller reported blood glucose results of 245 mg/dl on the advantage system and 122 mg/dl within 10 minutes on a professional system. Customer reported no symptoms, no adverse event reported. A request was made for the return of the system, replacement was sent.